Event description:
It was initially reported that the patient had high impedance at a recent appointment. The patient had a history of manipulating his generator by flipping it over but it is unclear if this may have contributed to the high impedance. It was unknown if there was any manipulation or trauma that contributed to the high impedance. No x-rays were taken. The patient was referred to a surgeon but the current plan is to not to have surgery. Good faith attempts for more information have been unsuccessful to date.